Event description:
It was reported that the pt not receiving any benefit from the device. The pt's device was explanted. Advanced bionics is in the process of gathering more info; once more info is obtained a supplemental report will be submitted.